Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a sensor and not able to remove the needle housing. Customer was trying to hold the sensor in with the needle in her body and trying to remove it. Customer stated that there was blood everywhere and she needed to replace her sensor. Customer's blood glucose level was 404 mg/dl. Customer stated that the site is not actively bleeding. Customer did not have the sensor to send back. Sensor will be replaced. No further assistance required.